Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic for a follow-up. During review of the transmission, it was noted that there was ventricular lead noise oversensing which caused high ventricular rate (hvr) episodes and consecutive premature ventricular contraction (pvc) episodes. No programming changes were done and physician decided to monitor the device. Patient was in stable condition